Manufacturer narrative:
(B)(4). A third party service agent has evaluated the device and verified the reported power issue.    Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). A third party service agent has evaluated the device and verified the reported power issue.    Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device would intermittently not power on.  There was no report of any patient use associated with the reported issue.